Event description:
It was reported that upon opening the 7x78x1350mm sentinol biliary stent packaging, the stent struts were flared. This device was not used. The procedure was completed with another of the same device. No patient contact.